Manufacturer narrative:
Received four used 01c-smv3v2 for inspection. No defects or anomalies noted. Each valve was connected to a 36" head height fluid reservoir from the side port, primed and left for 24 hours. One of the returned samples had leakage from one of the white buttons. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The device history for lot 13811922 was reviewed and no relevant nonconformities were found that would have led to the reported complaint. Corrective actions are in process.

Event description:
The event involved a 2 gang 1o2 manifold with check valve, rotating luer, appx 0.83ml where it was reported there was leakage from the white button. The issue was not detected prior to direct patient use. The event occurred during infusion, and the length of time the device(s) in use was less than 24 hours. The medication involved was propofol. There was no serious injury or death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences, and no medical or surgical intervention required. The device was changed out or replaced with no further problems encountered. There were 4 pieces of problematic devices involved, and the samples are available to be tested. There was patient involvement but no harm in the event. This report captures 4 occurrences.

Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.